Event description:
It was reported that during a laparoscopic nephrectomy procedure, the device showed red, that no more clips were inside after removing from packaging and before using on the patient. The device could not be turned and the device had jammed clips. The procedure was completed using same like device. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis results of the el5ml found that the device was received with one jaw broken at bifurcation; upon visual inspection, evidence of corrosion was found throughout the broken area of the jaw. The device was noted to be empty and locked out. During mechanical testing, no difficulties to rotate the shaft of the device were noted. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. In addition, in order to avoid this kind of issues please do not reuse, reprocess or re sterilize device. Reuse, reprocessing or re sterilization may compromise the structural integrity of the device and/or lead to device failure that in turn may result in patient injury, illness or death. No conclusion could be reached as to what may have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.